Event description:
This is filed to report caused damage. It was reported in a literature review, that this was a mitraclip procedure to treat severe mitral regurgitation (mr). It was noted corrected transposition of the great arteries (cctga) with biventricular failure, heart failure and visualization was challenging due to imaging equipment. The first clip delivery system (xtr cds) was advanced to the mitral valve, and the clip was deployed, reducing mr 2+ grades. However, grasping was difficult due to inadequate leaflet visualization which was corrected with the use of a 9-fr viewmate ice catheter and a 10-fr sheath. Then a second cds (xtr) was advanced to the mitral valve to further reduce mr. But, due to interaction with the first implanted clip, placement of the second clip was difficult. Despite clip placement/deployment difficulty, the second clip was ultimately deployed. However, the clip then became detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda). An attempt was made to position a third clip; however, due to visual interference from the first clip, the third clip could not cross the mitral valve. It is possible the third clip was advanced in an attempt to treat the slda; however this cannot be confirmed. The procedure ended at this point. Two clips were implanted with a 2+ reduction. At a 1-month follow-up, the patient reported remarkable clinical improvement. Then at a 3-month follow-up, imaging showed a 2+ grade mr reduction and the first clip is still stable next to the slda. No additional information was provided.

Manufacturer narrative:
Dates estimated. The UDI number is ¿ni¿ as the catalog number was not provided. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional clip reported is captured under a separate medwatch report. Attached article titled: mitraclip repair of right-sided atrioventricular valve in a patient with congenitally corrected transposition of the great arteries: a case report.

Manufacturer narrative:
The device was not returned. The lot history record review and a similar complaint review was not performed because this incident was based on an article review and no lot/part information was provided. Based on available information, the reported device damaging another device, leaflet grasping issue and poor imaging appears to be related to procedural circumstances. There is no indication of product issue with respect to manufacture, design or labeling.